Manufacturer narrative:
Based on the initial escalation analysis, there was no issues observed at the time of the reported sensor inaccuracies. The user's system was working within expectations where overall bg values met glucose trends well, with occasional variability and differences in bg/sg due to lag.per case notes, the sensor was approved to be removed by customer support team due to user experience.there is no further investigation needed.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings leading to early sensor removal.